Event description:
It was reported that pt had multiple complaints including a warm feeling at the pocket site, never having therapeutic effect, being able to see the wire through her skin and discomfort when she sat, numbness and tingling in her leg and she believed the device was "hitting a nerve." Pt added that in (B)(6) of 2010, she had a urine test and there was blood in her urine and she had a yeast infection, and said that she went to the hospital twice since the implant for a pain below her belly button. Pt had reportedly been seen by her hcp multiple times for reprogramming and her hcp had suggested explant of the device. Pt had CT scans and blood work done. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).